Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl at 675.2 mcg/day, hydromorphone at 0.9790 mg/day, clonidine at 10.127 mcg/day, and baclofen at 40.51 mcg/day via an implanted pump. The indication for pump use was herniated disc, complex regional pain syndrome type ii, and non-malignant pain. On (B)(6) 2017 it was reported that the pump was alarming due to eri (elective replacement indicator) and the low reservoir alarm occurred. The alarms were expected. Since the alarm started at 4:30 this morning, the patient reported that she was not feeling so well and was in a lot more pain. The symptoms had come on suddenly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient¿s weight was noted to be approximately (B)(6).

Event description:
Additional information was received on 12-jun-2017 from a healthcare professional (hcp) who reported that the actions/interventions taken to resolve the patient¿s symptoms was that the pump was replaced on (B)(6) 2017. They were unsure why the patient had more pain at the appointment on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient was receiving fentanyl at 2000 mcg/ml, hydromorphone at 2.9 mg/ml, clonidine at 30.0 mcg/ml, and baclofen at 120.0 mcg/ml via an implanted pump. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the 8637-20 indicated no anomaly found. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.